Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the charger and the ilet subsequently would not charge, and a replacement charger was arranged. Symptoms included no clinical symptoms. Outcomes included no impact on health and no medical intervention or hospitalization. Investigation included case intake, confirmation of accessory damage, and technical troubleshooting with user education. Investigation of this case revealed a damaged external power accessory consistent with mechanical impact, resulting in a device not charging; no functional failure of the ilet pump itself was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-induced mechanical damage to the charger.